Event description:
It was reported that the ilet placed on a charging pad did not charge and powered down, after which the device was placed back on the charging pad showing a solid green light; the user¿s blood glucose was reported at 252 mg/dl without symptoms and later returned to 162 mg/dl, consistent with a premature battery discharge associated with the battery component. Customer care provided support that included communication and remote troubleshooting with the user. Investigation of this case revealed an energy storage system problem traced to the battery component and consistent with premature battery discharge. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.